Event description:
It was reported that this patient's right shoulder was revised approximately 4 months post op. Implants removed & revised to an equinoxe reverse. Reason for the revision was not reported. Patient was last known to be in stable condition following the event

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 314-13-34, a395345 - equinoxe cage glenoid l, post aug, right. 314-13-24, a415317 - equinoxe cage glenoid l, post aug, left. 319-01-32, a470438 - steinmann pin sterile 3.2mm x 178mm. 310-61-50, a696697 - stemless humeral head 50mm x 19mm x beta. 300-62-03, a696746 - stemless humeral comp integrip, cage, size 3. 315-35-00, a821454 - glnd kwire.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. G4:510k unknown due to specific device not being reported. The following sections were updated: h6. The following sections were corrected: b2, h6. The reason for the shoulder surgical revision reported is likely due to instability as reported. Contributions to patient-related issues, soft tissue tensioning, and/or component positioning to the reported event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.